Event description:
It was reported that telemetry monitoring was lost for 3 hours affecting approximately 30 pts. There was no serious injury or death associated with this event, nor was medical intervention required. One alternate clinical information center (cic) was available, but was not able to monitor all thirty pts. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.